Manufacturer narrative:
D6; device returned with no lot identification. Product complaint analyis team has completed its investigation of device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: base snap condition, ab)good; bellows condition, ab)good; crown ring engagement, ab)good; seal condition, a)torn b)good and top snap condition, ab)good. Analysis conclusion: ab)based upon inquiry info received and visual examination; a)it was concluded that the seal had become torn, making instrument non functional. Instrument was received with inner diameter of seal (approximately 1/16" donut) torn free, and was not returned. No conclusion could be reached as to how seal had become torn. B)no conclusion could be reached as to what may have caused reported reducer incident during surgery. Instrument was returned in good physical condition. Instrument was examined and was found to be functional and was then attached to trocar and leak tested and no leakage occurred. Ab)each instrument is evaluated during assembly process to ensure that it functions properly. Centering of instrument upon insertion or removal may reduce possiblity of seal being inadvertently damaged. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during a laparoscopic cholecystectomy the surgeon saw something white/clear in the pt. The surgeon stated it looked like the plastic diaphragm from the 1seal. Before the piece could be removed, it disappeared. The piece was comfirmed by x-ray. The surgeon did not open the pt to remove the piece. The pt was informed. The fdc16 kit was used and the complete kit will be returned. All instruments appear to be intact.